Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is alarming o2 range error. The customer stated there was a patient involved in this incident during ventilation. The patient was taking off the ventilator and placed on another ventilator with no patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the o2 sensor required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.